Event description:
The user facility reported a 56 year-old male was implanted with an impella 5.5 device for bridge to transplant. It was reported that there was a purge side arm leak. The patient was taken to the operating room for replacement. There was no patient injury reported.

Manufacturer narrative:
The investigation into the reported sidearm leak has been completed. The medical center did not return any impella products for benchtop analysis or the data logs for review; only the clinical report was evaluated. Of note, sodium bicarbonate was used as a purge solution. The root cause of the reported purge sidearm leak was most likely a damaged yellow luer due to sodium bicarbonate usage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.